Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. A portion of the deployment line (19 cm) was returned and examined. Examination revealed that one end of the deployment line appeared highly frayed and broken.

Event description:
The patient presented with total occlusion of the sfa. The iliac arteries were very tortuous and calcified. The lesion was pre-dilated with a 4 mm balloon. Following implantation of a 5x10 viabahn device in the distal sfa, a 6x10 viabahn device was advanced through a 7 fr introducer sheath over a 0.035 inch glidewire and positioned with overlap into the 5x10 device at the target site. While pulling on the deployment line to deploy the device, the line broke at the distal end. Approximately three quarters of the endoprosthesis had expanded. The physician was unable to complete device deployment and catheter removal by interventional means. Thus, the patient was taken to surgery to complete device deployment and remove the delivery system. The device remains in the patient and is functioning. Except for a portion of the deployment line, the delivery system was discarded.